Event description:
Clinic notes dated (B)(6) 2008, it was noted that the patient experienced several seizures in (B)(6) 2008. It was noted that in (B)(6) 2008, the patient experienced three grand mal seizures and two in (B)(6) 2008. Clinic notes dated (B)(6) 2007 noted that the patient's caregiver was concerned because the patient had been having many seizures since the previous visit. The patient's settings were increased from 0.75 ma to 1.0 ma output current. The patient's current treating physician indicated that it is unknown if the seizures were above the patient's pre-vns baseline frequency since this occurred, so long ago and he does not have all of the details. It was reported that the patient has said that her seizures in general are better with vns. No additional relevant information was provided.

Manufacturer narrative:
This information was inadvertently reported incorrectly in initial MFR report.